Event description:
A user facility reported this mask would not remain inflated while it was being used in a pt. There was no pt injury or problems. The mask has been received at lma north america and will be forwarded to the MFR for evaluation.